Event description:
Hosp reported that just following the recirculation of the priming solution while circuit began to fill with blood, (initiation of bypass), an electrical burning smell was noticed coming from the machine. A back-up machine was used to continue the case. Pt was not affected by the incident.